Event description:
The patient called lifescan and alleged that their meter would not power on. The pt was unable to test on their meter for one day before calling lfs. They were able to test on their friend's meter when eating and taking their medications, they reported that they were feeling shaky at one point. They visited their physician, who tested their blood glucose and gave them a pill. The result was not known. The pt stated that their battery was in good condition and less than a year old. Their battery contacts were also in good condition. A replacement meter and testing supplies are being sent.